Manufacturer narrative:
Additional h6 type of investigation code: labelling review. The complaint for 'valve function/performance-valve interacts with conduction system' was confirmed with other empirical evidence via information reported by edwards clinical specialist. The patient was found to experience rhythm disturbances due to wire interacting with small rv anatomy, at the time of the valve deployment. Upon deployment the valve was stable and functioning normally, but the patient went into complete heart block. The patient had rbbb at baseline. The patient remained stable after pacing was initiated. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No non-conformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. A definite root cause is unable to be determined.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where at the time of the valve deployment, the patient experienced rhythm disturbances due to the wire interacting with small rv anatomy. Upon deployment, the evoque valve was stable and functioning normally, but the patient went into complete heart block. Temporary pacing via safari was utilized while the delivery system was removed from the patient, without any issues. A temporary pacing wire was placed in the rv via the right internal jugular vein across the evoque valve for post op rhythm support until a permanent option/need was assessed. The patient remained stable after pacing was initiated. The patient had rbbb (right bundle branch block) at baseline.